Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs #1225714-2014-02035 and 02036.

Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis and a cardiovascular events on or about (B)(6), 2012 after the use of the product.

Manufacturer narrative:
Initial report of the event indicated the patient may have expired and as the death cannot be ruled out due to incomplete reported information, a correction to the type of reportable event is being made to reflect "death". Further, additional information was received and noted the patient experienced the event two years prior to what was initially reported. Request to obtain compete, clear details surrounding the event including the event date are being made and upon receipt will be submitted accordingly. This is one of two devices associated with this event under manufacturer report numbers 1225714-2014-02035 and 1225714-2014-02036.